Event description:
Customer claims that the alarm unit has power, but there is no alarm tone when the pressure is off the pad nor when the sensor is detached from the alarm. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Eval, results - eval for the returned product shows that the alarm powered on. There was no alarm tone when the pressure was removed from the sensor pad nor when the pad was unplugged from the unit. There is some visual damage to the alarm case at the top left corner. The battery springs and wires are in good condition. (B) (4).